Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03308. The patient received a scs system on (B)(6) 2011. It was reported that the patient has a (B)(6) infection at her lead incision site. Patient is receiving antibiotic therapy. Follow-up found the infection was getting better. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.